Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer was calling from the hospital to report multiple no delivery alarms. The customer stated that the hospitalization was not diabetes related, but she was experiencing a high blood glucose reading of 212 mg/dl at the time of the call. The customer declined any troubleshooting, and requested a replacement insulin pump. Nothing further was reported.